Manufacturer narrative:
The device was manufactured from september 18, 2020 - september 19, 2020. The actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a small leak inside the bag that contained the sample. The cause of the leak inside the bag was found to be a slightly untightened blue winged cap. The blue winged luer cap was hand tightened and a functional leak test was performed, and no sign of leak were observed. The folfusor unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The leak was discovered after preparation prior to patient use. The device was filled with an unspecified cytostatic solution. There was no patient involvement. No additional information is available.